Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm. On (B)(6) 2024, the patient experienced a skin reaction with redness, pimples, pustules and infection extended beyond the patch perimeter. There was no treatment administered. It was reported that the patient is allergic to abitol and colofonium, which is present in dexcom's adhesive. This would constitute an alleged allergy against a possible dexcom adhesive substance. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).